Manufacturer narrative:
D4 serial #: the customer reported serial # (B)(6); however, this serial number is not recognized by baxter. D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syr alarmed ¿syringe misload" during infusion. A propofol infusion was programmed via 60 ml non-baxter syringe at 10 mg/ml, pump had been infusing for a short period. The nurse pulled down on the barrel clamp to elicit an alarm, received alarm ¿syringe misload¿. Pump was stopped as expected. Only option was to silence alarm. Then, run/stop button was pressed to restart the pump. The pump did not restart. The syringe was removed and reloaded to resume the infusion. The nurse tried this again within a minute, and the misload alarm was properly displayed, misload point correct, and they were able to resume the infusion without issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.